Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 441.683s lot # 226l058 manufacturing site: werk selzach logistik release to warehouse date: 14.sep.2023 expiration date: 01.sep.2033 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 441.683 non-sterile lot # 2282p95 manufacturing site: werk selzach logistik release to warehouse date: 20.dec.2022 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Corrected data: h10: related reports added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from france reports an event as follows: it was reported that patient was to undergo an unknown procedure on (B)(6) 2024. During the intervention, the surgeon noticed that the implants were missing from the orthokit. The patient was under anesthesia and had to be woken up. The intervention was postponed to (B)(6) 2024. The ordered kit was entered in the system and shipped. However, this kit contains only instrumentation. The implants are in a different kit which was not shipped to the customer. It seems that the local helping tool for the booking of orthokit missed some information; the helping tool was not updated with the correct information. The implant kit was shipped to the customer on (B)(6) 2024. This report is for a 2.4mm ti lcp® radial head rim plate 3 holes-left. This is report 4 of 10 for (B)(4).